Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2020, the patient starting noticing the intensity of their stimulation was changing; they kept feeling "surges". The cause of the surges was not yet identified. The patient met with the rep and impedances were tested. The rep found one electrode to be out of range, so they reprogrammed to exclude that contact from programming. The issue was reported to be resolved. No further complications were reported or anticipated.